Manufacturer narrative:
A medtronic representative visited the site to examine the medtronic imaging system. The system performed as intended and the reported issue could was not replicated. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative was notified by a site representative that the surgical team heard a loud 'bang' was heard during the final 3d spin. This was during the post-op spin to confirm hardware placement. No delay to surgery. Surgeon decided to abort the use of the oarm, for the post-op spin, after this sound was heard. There was no impact on patient outcome.